Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr), a thin mitral leaflet, and an enlarged atrium for a planned mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post-deployment, the clip developed single leaflet device attachment (slda) from the anterior leaflet due to chordae being captured within the clip. A chordal rupture was observed, and the clip was subsequently removed from the anatomy. An additional clip was then deployed for stabilization. The mr was reduced to grade 1¿2 at the end of the procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported slda appears to be related to procedural factors. The reported patient effect of chordae rupture appears to be a cascading effect of the reported slda. Tissue injury is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.